Manufacturer narrative:
The tandem user guide addresses removing air from the cartridge prior to filling. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that multiple cartridges were leaking from the insulin bag, inside of the canisters. Customer reportedly did not remove air from the canisters prior to loading with insulin. Customer had not yet loaded a new cartridge and stated they would revert to manual insulin injections for insulin therapy in the meantime. Customer's blood glucose was 145 mg/dl.